Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Patient reported that their incision(s) have reopened, and their leads are exposed. Patient reported having discharge from her incision site. As a result, surgical intervention was undertaken wherein the scs system was explanted to address the issue.

Manufacturer narrative:
B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 8557651.